Event description:
Pump induced artifact. Pt admitted to ICU and placed on bedside physiological monitor (gem, tram 12c). Normal sinus rhythm (nsr) observed. Artifact resembling atrial flutter was observed when pt was placed on crrt device for cvvhdf therapy. Artifact was identified by clinical and biomedical staff as pump induced artifact (pia). This was verified by return to nsr when crrt device was turned off and resumption of pia when crrt was started. Pia frequency was proportional to pump speed. Pia amplitude was approximately 1/2 the qrs amplitude and of a sufficient level to render monitor analysis and alarms unreliable. Careful repositioning of electrodes reduced the amplitude. No inappropriate therapy or other adverse effects resulted.